Event description:
The customer reported that the physician performed a bedside tracheostomy tube insertion and had great difficulty with a very critical patient partly related to the tracheostomy tube's shield separating from the tube/inner cannula on insertion. With great difficulty the shield was popped back into place, however, it was noticed that this process created a weakened area. The patient is still using the tracheostomy tube as it was deemed too critical to remove. There is no model or expiration date available.